Event description:
The customer reported that while running an hbc assay, the summit sample handler did not dispense diluent in well #5 and no error code was generated. A field service engineer was dispatched and noted corrosion on the compression spring, plunger clamp guide cylinder and sleeve at position #5. The engineer cleaned all positions on the instrument. No death or serious injury was associated with this event.